Event description:
Adenoidectomy. Reportedly, there was an airway fire during the procedure. They were using un-cuffed oxygen at 50/50 but after the fire it was turned to 20/80. The pt's soft palate was burned. The burns are described as "white blistering." However, it is healing on its own. The procedure was completed with no further complications reported.